Manufacturer narrative:
Continuation of d11: product ID 3550-38 lot# unknown product type accessory product ID 37081-40 serial# (B)(6) implanted: (B)(6) 2019. Product type extension product ID neu_obturator_acc lot# unknown. Product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that when pulling out the tunneling instrument a plastic part broke off. The physician found this part in the patient and removed it again. A rep was present during the surgery and took the instrument with them for analysis. Impact for the patient was foreign particles in the body.

Manufacturer narrative:
Concomitant medical products: product ID: 37081-40, serial#: (B)(4), implanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 37081-40, serial/lot #: (B)(4), ubd: 11-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that the physician took the tunneling tool for tunneling the lead and the extension. They removed the inlay of the tunneling tool and tried to go through with the lead. The lead was not going through the tunneling tool and the physician checked the tunneling tool with the inlay and a part of the inlay was still in the tunneling tool. Factors that may have led or contributed to the issue were not applicable. They took the second part of the inlay out. Interventions taken to resolve the issue reported that after the tunneling tool was free, the lead went through normally. The issue was resolved and no surgical intervention occurred or was planned. Additional information received reported that no procedure issue was observed and looked like normal use. The cause of the inlay tunneling tool broke remained unknown.

Manufacturer narrative:
Analysis found the tunneling tool shaft was bent and the obturator was broken. If information is provided in the future, a supplemental report will be issued.